Manufacturer narrative:
The investigation has been completed. The impella device was not received from the customer. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported that a patient on day one of impella 5.5 support was taken back to the operating room for pocket washout due to hematoma formation. The procedural outcome was the patient survived the surgery.